Event description:
Patient allegedly received an implant via the right common femoral vein due to deep vein thrombosis. In addition, an unsuccessful retrieval was attempted because the filter was temporary and no longer needed. Patient is alleging vena cava perforation and inability to retrieve the device. The patient further alleges "anxiety, depression, fear, pain, and heart palpitations" and "I did not exercise or participate in strenuous activity for a long time after. No one could give me information about my filter. I¿ve asked several doctors over the years about removal after attempt. They all say that its there for life. I do leg exercise now." Per retrieval report (attempted): "these images demonstrated a celect filter in the ivc at the level of l2 . On the ap projection images, at least two of the legs were well outside the ivc." "These images demonstrated four legs outside the lumen with one of the legs abutting and extending slightly into the adjacent vertebral body (l3) causing a small lucent defect." "The snare was deployed through the sheath in attempt to capture the filter hook and this was performed on multiple occasions without success . This snare was removed and exchanged for a 3-loop snare and repeat attempts were obtained, however, this was performed without success . Repeat digital subtraction venography was performed through the indwelling catheter and these images demonstrated a subtle filling defect at the cone of the filter and hook . However, additional attempts were made to capture the hook and this was met with no success. After 35 minutes of fluoro time, it was decided to abort the procedure."

Manufacturer narrative:
This event was reported by the manufacturer 3002808486-2019-01242.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation.